Event description:
5.0mm screws (222.5xx) broke post-operative. Screws were implanted in a distal femur locking condylar plate to repair a fracture pt sustained in a motorcycle accident. Post-operatively the fracture shifted at the condyles and went to non-union. Three of the screws broke. During revision surgery, all screws were removed and a medial plate was implanted with new screws and norian bone cement. All screws were discarded by the account after the surgery.